Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for eval. A sample from the same lot# 024508 was dimensionally inspected. All dimensional measurements were found to be within specs. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current info received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that 4 months post lens implantation, the lens was explanted due to pt dissatisfaction with vision. Reportedly the pt could not adjust to the lens. Another lens of a different model was implanted. Additional info has been requested but no new info has been provided.